Event description:
It was reported that balloon detachment occurred. The patient presented with decreased blood flow. A 5.0 x40mm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon fractured and the front portion of the balloon was left in the vessel. The physician then cut the vessel to remove the detached fragment and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned advanced through the customer's 5fr introducer sheath. The minimum recommended sheath size for this device is 5fr. The distal tip of the customer's sheath was noted to be damage. This type of damage most probably occurred on withdrawal of the device. A visual examination identified that the balloon material had a complete circumferential tear located approximately 35mm distal of the proximal balloon bond. The distal section of balloon material measuring approximately 15mm was pushed distally towards the tip. A visual and tactile examination identified that the shaft of the device was severely stretched and kinked at more than one location. This type of damage is consistent with excessive tensile force being applied to the device. A visual and microscopic examination identified that the distal markerband was damaged and loose on the shaft due to the stretching. A visual microscopic examination identified no damage or issues with the tip of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon detachment occurred the patient presented with decreased blood flow. A 5.0 x40mm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon fractured and the front portion of the balloon was left in the vessel. The physician then cut the vessel to remove the detached fragment and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.